Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, six years ten months later, patient presented with chronic pain. Previous CT revealed ivc filter in place and tilted with two tines exiting the ivc wall. One of these tines goes out the ivc wall more than 3 mm. It was very unclear whether this was causing the chronic pain, as there was no evidence of a significant inflammatory reaction or other local problems in the area. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.